Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastroplasty procedure, the stapler stopped working during the surgical procedure; it stapled and cut but the blade did not return. The reverse button was pressed to return the blade (did not work), repositioned the battery for blade return (it did not work), turned the manual override the blade returned and opened the stapler. A new stapler was requested to complete the procedure. Had no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5796t. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and without a cartridge reload loaded on the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device was disassembled to verify the condition of the internal components and a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator to be stuck, disabling the automatic return system of the knife. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.